Manufacturer narrative:
(B)(4).

Event description:
Received info stating that due to a ventilator malfunction pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer reported to have passed extended self test (est) and was not able to duplicated the alleged malfunction. Covidien was not authorized to service the device.